Manufacturer narrative:
The customer contacted the siemens customer care center with an inquiry on the discordant elevated ecrea result reported on an icteric patient sample. The siemens headquarters support center representative evaluated the information provided. The sample in question had initially been flagged i6 an indication of a highly icteric (bilirubin) sample. The hsc evaluation is that diluting a sample flagged for interference maintains the same level of interference, but lowers the interferent below the flagging limits so the result would be inaccurate. When significant interference occurs, an alternate assay which is not susceptible to the interference should be used. The dimension vista ecrea flex reagent cartridge instructions for use lists bilirubin as a known interfering substance. In the interfering substance section it provides an example: bilirubin (unconjugated) at 40 mg/dldecreases ecrea results by 19% at 1.01 mg/dl. There is no recommendation for dilution of highly icteric samples in the instructions for use. The cause of the discordant elevated ecrea result is a sample specific issue with the use of a manual dilution, a non-standard practice. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated creatinine (ecrea) result was obtained on a patient sample on the dimension vista 1500 system. The patient result was reported from a dilution of the sample due to an icterus flag. The elevated ecrea result was not questioned by the physician. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ecrea result.